Event description:
A malfunction was reported on the pump by the patient's father, who was initially not present with the device. Once he contacted technical support again, more details were gathered, including confirmation that the malfunction did not adversely impact the customer's blood glucose level. The father was provided with instructions to reset the malfunctioning pump, and after following these instructions, the error did not recur. The customer was advised to continue using the pump and to reach out if the malfunction reappeared.